Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was unknown. The customer stated that the alarm occurred during normal use. No bolus was performed over 3 days. The customer noted that the basal rates programs were at 14.5 units, rather than its normal basal of 21.5 units. The customer was not currently using the insulin pump at the time of call. Nothing further reported.